Event description:
Original surgery date was (B) (6) 2008. X-ray was taken on (B) (6) 2008, due to increased pt pain, at which time dislocation of the connector on the rod was noted. Revision surgery performed on (B) (6) 2008. The rod and connector were explanted and replaced with an st360 top loading rod. It was reported that the reduction achieved at the original surgery is stable.

Manufacturer narrative:
Review of batch records. Batch record review indicated that the device was mfg to all applicable specifications and requirements.